Event description:
It was reported that the customer experienced blood glucose (bg) levels ranging between 200-473 mg/dl, diabetic ketoacidosis, vomiting and shaking. The customer went to the emergency room where they were treated with intravenous saline and insulin. Reportedly, customer left the ER same day with the issue resolved and no permanent damage. Reportedly, the battery was depleting quickly and intermittent occlusion alarms had occurred. Customer reported using fiasp insulin and not performing air removal step of the load process. Tandem customer clinical support informed customer that fiasp is off label per the user guide and educated customer on proper air removal procedure. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery h3 other text : device not returned.